Manufacturer narrative:
This report has been submitted on june 01, 2021.

Event description:
Per the clinic, the device was explanted due to pain (date not reported). It is unknown if the patient was reimplanted during the same surgery.